Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use a 3.0x18mm multi-link 8 rx coronary stent system (css) stylet/protective sheath was removed without resistance. The sds was prepped and was about to be loaded over an unspecified guide wire when the physician noted the stent was not on the balloon. The stent was found inside the yellow protective sheath. Another device was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.